Event description:
Neptune suction used in the operating room. Sudden output of bloody drainage noted at the end of the case, when suction was applied to a jackson pratt drain. Pt experienced hypotension, required transfusion for a decrease in hemoglobin and had an ICU stay. Experienced motor deficits immediately post op. These are resolving. Serial #s of neptune rovers in fleet : (B)(4). Diagnosis or reason for use: evacuation of liquid surgical waste.